Event description:
It was reported that the patient presented to the hospital with an open wound with discharge. The patient had been repeatedly picking and scratching at the device pocket site, which led to an open wound infection that failed to heal. The pacemaker, right atrial lead and the right ventricular lead were explanted and replaced with a leadless pacemaker. The physician believed that the infection was unrelated to abbott procedure and any abbott device. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The lead met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.